Event description:
From the distributor's report: 1) pt of unk age, procedure was a mammaplastic. 2) the device was used to close the wound in 2003. 3) the wound was prepared using standard surgical practice. 4) it was reported that the pt developed a blister postoperatively after usage. 5) the blister appeared approx. 48 hours after application and stayed approx. 72 hours. 6) a wide erythema (approx. 20 x 20 cm.) Appeared around the application site. 7) the blister was the same size as where the product was applied. 8) an allergy patch test showed a strong local allergic reaction to the product. 9) due to the swelling caused by the blister a small amount of wound dehiscence was present and was sutured with prolene. 10) the blister disappeared 72 hours after appearing and the erythema disappeared 48 hours later. Pt is now symptom free. 11) product was not returned.